Manufacturer narrative:
Correction: section a3-gender-the gender should have been male rather than female. Correction: section h10-"the device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017" should have been "the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017." The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was explanted and replaced to address the issue. Therapy restored post operatively, reportedly.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that patient's ipg would not communicate with external devices. Patient had an unrelated surgery on (B)(6) 2021 and ipg was not place into surgery mode. Surgical intervention may take place to address the issue.